Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump said that the battery needed to be replaced. The insulin pump gave a full battery icon but it would say replace battery. It was noted that the insulin pump was without a battery for too long. The issue had occurred several days in a row. The customer had to set up the insulin pump¿s date and time several times a day before placing a new battery. The customer¿s blood glucose level was 105 mg/dl. The device will be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with cracked battery tube threads, stripped battery cap at coin slot, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked case at display window corner and cracked lcd window.